Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. However, the insulin pump passed the basic occlusion and displacement test. Ran bolus and no motor error alarm occurred. Motor passed motor test.

Event description:
The customer reported problems priming the insulin pump and motor error alarms. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.